Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found the image was blurry as the lens inside was damaged and misaligned. The device evaluation also discovered that the light guide connector was damaged. In addition it was also found that the outer tube was tilted and scratched. It was found that the identification on the eyepiece funnel was worn and the serial number ring was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided

Event description:
The customer reported to olympus, the scope had a blurred image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: edge of the light guide connector was damaged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.